Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
It is being reported that the pt underwent an open rc repair on (B)(6), 2009. Subsequently the pt presented with wound, swollen and red. Pt treated with penicillin gp. Re-surgery on (B)(6), 2010; signs of frank pus and deep infection; debridement and washout. Pt put on flucloxacillin and pen v; eventually healed. No growth post antibiotics. Crp very high, settled with treatment. Also see associated MDR 1221934-2010-00236, 1221934-2010-00237, 1221934-2010-00238, 1221934-2010-00250 and 1221934-2010-00345.